Event description:
Complaint #(B)(4).

Manufacturer narrative:
It was reported a small amount of blood was leaking from the de-airing membrane on the oxygenator. Device history record(DHR)review result: affected product: basic lot 70127669 and packaging lot 70127666 (serial number (B)(6)). The avz from 1215759 to 1215773 (dms# 2710596) was reviewed on 2020-07-23. There were no references found, which are indicating a nonconformance of the product in question. The oxygenator was requested for further investigation at maquet laboratory. The investigation was performed on 2020-07-22 as follows (see file attachments): according to lv 205 the oxygenator was cleaned. Due to the strong clotting (fibrin) it had to be cleaned inside 2 times with sodium hypochloride. A visual inspection was performed and no visible damages was found. During the tightness test according to lv 201 (blood side) with toluidine blue coloured water, a leakage was detected on the de-airing membrane on the blood inlet side (water drips strongly from the membrane). Under the microscope it was found that the leakage at the de-airing connector starts at the edge of the membrane. Thus the reported failure could be confirmed. The most probable root cause of the reported failure could be determined as a faulty welded connection between the membrane and the de-airing port or a defect on the membrane outside. The product was directly involved in the incident which occurred during patient treatment. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A supplemental medwatch will be submitted after new information becomes available.

Event description:
Clinician reported a small amount of blood was leaking from the de-airing membrane on the oxygenator. The oxygenator was otherwise functioning properly so the they capped off the de-airing port and continued use. Complaint: (B)(4).